Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: post op visit date-(B)(6) 2007. Ae onset date: (B)(6) 2007; ae description: pt c/o pain in the neck radiating into the right arm and somewhat into the left shoulder. At 6mo f/u appt on (B)(6) 2007 neck pain continues but arm pain is gone. There is no sign of loosening of implants but there is a lucency around the bone grafts which may or may not fill in. Although it is only 6 mos postop this pt may go on to have a pseudoarthrosis other treatment: soft collar neck brace myelogram and CT additional treatment: pt. Prescribed soma (muscle relaxer) prn and cervical soft collar for 30 days. Post op visit date (B)(6) 2007, additional comments: pt continues on postoperative pain meds. Dr. Ordered thin cut CT scan with sagittal and coronal reconstructions to rule out possibility of pseudoarthrosis. Post op visit date (B)(6) 2009, additional comments: x-rays do not show a solid arthrodesis at either level, but there has been no loosening of the implant device post op visit date (B)(6) 2009 description: pt reports symptoms resolved (B)(6) 2009; additional comments: x-rays document proper placement of implants. Dr. Does not believe that pt is solidly fused, but there is no loosening of the implants and no motion with flexion and extension. Post op visit date (B)(6) 2011, additional comments: dr. Can not say with certainty that there has been incorporation of the allograft bone graft-there is no evidence of loosening at the plate and screws. Pt remains asymptomatic. "

Manufacturer narrative:
(B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 128 months postoperatively, the patient had not required any additional treatment since the last study visit (which had occurred at approximately 60 months postoperatively). The patient reported experiencing pain in the neck radiating into the right arm and somewhat into the left shoulder ongoing, but no treatments had been taken.